Event description:
It was reported that the patient presented in the operating room for a new pacing system implant. During a post-operation check, the patient¿s atrial paces appeared to be conducting to the ventricle, which was not possible due to the patient¿s heart block. An x-ray confirmed that the patient¿s atrial lead was dislodged and had fallen into the ventricle. The lead was explanted and replaced. The patient was not symptomatic due to the dislodgement and did not have any health complications post procedure.